Event description:
Following a ptca/stent procedure, a physician attempted to deploy an angio-seal device in the pt's right groin. During the deployment sequence (at the point in which the user tamps the collagen to create the anchor-arteriotomy-collagen sandwich), the collagen and suture pulled out of the pt, with the device anchor remaining in the pt. At the time persistent bleeding was noted at the site. Manual pressure was held for five minutes, and hemostasis was achieved. The pt was kept overnight for observation and monitored for signs and symptoms of vascular insuffiency. The pt was kept on anticoagulants (reopro and tilcid; doses unknown). Follow-up with the site confirmed that the pt was fine and his distal pulses remained present following this event. As of 3/25/98 there have been no further reports of complication or pt sequelae made to the MFR.